Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient had an unrelated MRI done for their sciatica the year prior at the hospital and since then the device had not worked correctly for them. Caller reported the patient also had x-rays and other tests. Caller reported that they were trying to use the patient programmer the day of the report, but it was not working, they were unable to connect to the ins. Caller stated the lights came on, but it wouldn't do anything. They were worried the implant might be 'shot' form the MRI and that was why it was not working. It was checked and confirmed that they were using heavy duty batteries in the patient programmer. It was recommended they go get regular alkaline batteries to see if this issue resolved. They were going to try and they would call back if they still couldn't connect. The caller reported they were calling back after getting new batteries for the patient programmer. The caller reported the patient had been running to the bathroom a lot more frequently. Caller stated this was the reason the patient was implanted. They were able to sync with the programmer on the call and it showed stimulation was off. They were able to turn stimulation on during the call and it was increased to 1.2, they reported they did not feel stimulation. It was noted in the past the patient had been set at 0.3. Caller was redirected to the healthcare provider to have the system checked. No further complications were reported or anticipated.